Manufacturer narrative:
A cerebrospinal fluid leak (csf) during implantation was reported to abbott. Patient had high impedances on contacts 9-16 which prevented them from getting a needed MRI. The doctor planned on revising the system but decided to explant the system. After explanting all components, the doctor attempted to access the epidural space and punctured the dura. The case was aborted and incisions were closed. No further intervention planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a cerebrospinal fluid leak (csf) occurred while the physician was attempting to access the epidural space. The procedure was then aborted and all incisions were closed. No further intervention is pending.